Event description:
It was reported that balloon ruptures occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Due to the severe calcification, rotablation was first used to debulk the calcium and then several emerge balloons. A 2.75mm x 15mm nc emerge balloon catheter was afterward advanced to expand the vessel. However, after 3-4 inflations, the balloon was dog-boning and ruptured at 24 atmospheres. The device was removed intact. A 2.75mm x 12mm nc emerge balloon was then introduced, however, after 3-4 inflations, the balloon ruptured at 22 atmospheres and was removed in one piece. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. During the procedure, due to severe calcification of the target lesion, rotablation was required initially to debulk the calcium. After which, a 2.75mm x 15mm nc emerge balloon catheter was advanced to expand the vessel. However, the balloon ruptured at 24 atmospheres after inflating it 3-4 times, as it was dog-boning. The burst balloon was removed intact and used 2.75mm x 12mm nc emerge balloon that also ruptured at 22 atmospheres after inflating it 3-4 times and was removed in one piece. The procedure was completed and there were no patient complications reported.